Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 313 mg/dl trending downward, following treatment of a prior hypoglycemic event with multiple high-carbohydrate snacks without announcement, and no issues were observed with the infusion set or tubing. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention, no hospitalization, and subsequent improvement as glucose trended down to 271 mg/dl. Investigation included review of device use, user report of intake, and trend data. Investigation of this case revealed user-related overtreatment of hypoglycemia and unannounced carbohydrate intake leading to post-treatment hyperglycemia, with device and infusion set functioning as intended. It was concluded that the event resulted from user behavior rather than a device malfunction, and product quality was not implicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.